Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2017, the patient entered hospice care and passed away on (B)(6) 2016 due to cancer. Cause of death was not diabetes related. Patient was not wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. No additional event or patient information is available. No product or data was returned for evaluation. A certificate of death was not provided. The reported event of death could not be confirmed. A root cause could not be verified.